Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited intermittent capture. Additionally, the helix of the ra lead failed to be extended, retracted and eventually broke. The physician elected to use another new ra lead, but the second ra also exhibited intermittent capture, failure to extend the helix, retract the helix and eventually broken. The physician completed the procedure with another new ra lead. And the patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported events were helix damage, a helix mechanism issue, and intermittent capture. As received, a complete lead was returned in two portions for the analysis. The reported events of helix damage and a helix mechanism issue were confirmed. A visual and x-ray analysis was performed and it was noted that the inner coil at the connector region was over torqued and the helix was stretched / bent. The helix mechanism test could not be performed due to the helix being stretched / bent. The cause of the reported events was isolated to the damage noted at the connector region and helix which is consistent with procedural damage. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.